Event description:
It was reported the device will not sense properly on the atrial channel. It was also reported the atrial sensitivity is not working. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case, lower case, two side bail covers, and ring cover are broken. Battery contacts are compressed and the battery drawer is damaged. Two side bails are bent/missing and the ring is missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.